Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned unopened, and the sample was analyzed. Visual inspection identified the pull ring cap was loose in the pouch. The reported issue was confirmed during sample evaluation.

Event description:
It was reported that the pull ring cap of a minicap transfer set was separated from the tubing prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.